Event description:
X-ray image revealed that the rod had pulled out of a screw at the bottom of the construct on the right side. Revision surgery was scheduled for (B)(6) 2013. The devices are not being returned for evaluation.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Note: the catalog number is unknown at this time but appears to be 196789480. Information regarding the catalog number and lot number of this and concomitant devices is expected. Retained by hospital.

Event description:
Concomitant devices: expedium 5.5 ti sai polyaxial screw, (B)(4), lot tbbvu, qty = 1; expedium si set screw, (B)(4), lot apccnf, qty = 1.

Manufacturer narrative:
The rod and concomitant device screws were retained by the customer and are not available for evaluation. Review of the device history record for the rod cannot be performed as the product code and lot number are unknown. Reviews of the device history records for the concomitant devices found no issues were identified during the manufacturing and release of these products that could be attributed to the problem reported by the customer. The products were released accomplishing all quality requirements. Without product samples, we are unable to confirm the reported issue or identify the root cause. The complaint will be closed with no further action required. If the complaint product samples become available, the complaint file will be re-opened and product evaluated.